Event description:
The customer reported to olympus when the switch on the power button was engaged on the evis exera iii video system center, an error (e-310) occurred on monitor display. The issue occurred after the completion of the unspecified procedure. There were no reports of patient harm or impact associated with the event. The device was returned, and an inspection revealed intermittently color bar was displayed on the monitor. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Intermittently color bar was coming on the monitor. It was due to a faulty printed circuit board. The tracks on printed circuit board were deformed. Additionally, the receptacle was loose, and rust was on the track line of flat cable. Externally the device was observed to have scratch marks found on front panel, scratches and minor deformation found on power switch, scratches and minor dent found in top cover, corrosion found on rear panel and its connectors, rust found sdi ports, minor deformation found on the feet and scratches found on chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.